Manufacturer narrative:
No fibers have been returned within the timeframe of investigation although they are expected. A follow up report will be filed if a complaint sample is received. It is acknowledged that dornier diode laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No process deviations were identified upon review of the production records for the identified lot. No root cause for the burning of the fibers could be identified. It is likely the burning of the fibers was caused by errant laser energy produced by the customer laser. No defects or deviations were identified during this investigation.

Event description:
A notification was received regarding diode fiber units which were reported to have burned during usage

Manufacturer narrative:
Laser fibers identified by this complaint were received for evaluation. The evaluation of the fibers returned revealed that the units exhibited damages, but no fiber burn was able to be confirmed on either unit. Malfunction as reported by the complainant is acknowledged to have been likely caused by the state of the customer laser (errant laser energy) or by the clinical application of the units. No defects or devations were identified during this investigation.